Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient family member reported that the therapy worked the first night but did not work at all last night as far as dripping goes. The patient family member reported patient couldn't control her bladder last night. It was noted that patient¿s therapy was on but not getting 50% or better control. The patient¿s family member increased stimulation to comfortable level. The patient indicators for use were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event" in the event description.